Event description:
As reported, during an inguinal hernia repair, using an optifix straight fixation device the first fastener was deployed at the cooper's ligament and failed to fixate the mesh, the second fastener deployed successfully and fixated the mesh. It was reported that during consecutive shots two fasteners were deployed at the same time, without being able to penetrate or fixate the mesh and were removed from the patient's body. It was reported that another device was used to complete the procedure. There was no patient harm/injury.

Manufacturer narrative:
As reported, the optifix straight fixation device deployed two fasteners at one time and failed to fixate. The subject device has not been returned by the user facility; however, photos were provided. The evaluation of the pictures shows bent backup tabs, and a photo of the packaging confirms the temperature indicator had not been activated. There were no photos provided showing the device in use to show the reported condition of two fasteners deploying together. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 525 units released for distribution in august 2022. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue" and "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Sample evaluation finds for bent guide wire and backup tabs. The reported/found deployment issues are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, the optifix straight fixation device deployed two fasteners at one time and failed to fixate. The subject device has not been returned by the user facility; however, photos were provided. The evaluation of the pictures shows bent backup tabs, and a photo of the packaging confirms the temperature indicator had not been activated. There were no photos provided showing the device in use to show the reported condition of two fasteners deploying together. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2022. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue and insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample not returned.

Event description:
As reported, during an inguinal hernia repair, using an optifix straight fixation device the first fastener was deployed at the cooper's ligament and failed to fixate the mesh, the second fastener deployed successfully and fixated the mesh. It was reported that during consecutive shots two fasteners were deployed at the same time, without being able to penetrate or fixate the mesh and were removed from the patient's body. It was reported that another device was used to complete the procedure. There was no patient harm/injury.